Event description:
The information received indicated that prior to inserting the device into a catheter sheath introducer of unknown brand the distal end of the smart control stent was found prematurely released. The stent partially deployed. The device was exchanged for another product and the procedure was completed without problem. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement. The product will be returned for analysis.

Manufacturer narrative:
The product has been returned for analysis, however, the evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Please note, the product has been returned for evaluation. Prior to insertion into an unknown sheath, the distal end of the smart control stent was found slightly prematurely released from the stent delivery system. The device was exchanged to another new product and the procedure was completed without any other issues. The product was stored, handled, inspected, and prepped per the instructions for use with no anomalies noted. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The locking pin was in place. No further information is available. One non-sterile unit of smart control 6 x 80 mm was received coiled in a plastic bag. Stent was partially deployed, approximately 4mm. The locking pin was received at the correct position. The distal edge of the hub was not completely visible. This is an indication that the dial has been turned. Blood residues were found at the distal tip. The usable length and outer sheath length were measured and they were found within specification. Stent deployment process was performed successfully with no resistance felt per procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported partial deployment of the stent was confirmed. The stent was received partially deployed. However, it does not appear to be manufacturing related. Controls exist in the manufacturing process to prevent this failure as well as there are inspections to detect this type of failures. Based on the report that no anomalies were found with initial inspection and the findings of indication that the dial had been turned, it appears that handling during prep may have contributed to the reported event. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related; therefore, no actions will be taken at this time.